Event description:
This case was presented at the meeting of (B)(6) society for fracture repair on (B)(6) 2012. The surgeon used the g3 nails ((B)(6)) from (B)(6), 2005 to (B)(6), 2011. The one of 292 case, the lag screw had been cut out from the femoral head. Therefore the patient underwent the removing surgery of the lag screw and the bha revision surgery.

Manufacturer narrative:
Device not returned. Once the investigation has been completed any additional information will be reported in a supplemental report.